Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer confirmed the reported fault. The resolution is unknown, and the unit was returned to service.

Event description:
The hospital reported the bellows stopped working. There was no report of patient involvement.